Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and the results were within the product specifications. No malfunction of the device could be observed. The adapter passed the visual inspection successfully. The used cartridge was visually inspected, leak tested, and glide force measured. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. In addition, the glide force test results were in accordance with the specifications. The cartridge fulfills its specifications.

Event description:
On (B)(6) 2013, a company representative reported the patient was hospitalized with diabetic ketoacidosis. The patient's blood glucose was 160-180 mg/dl the previous night, and then it increased to 300-400 mg/dl and she tested positive for ketones. Follow-up was completed with the patient on (B)(6) 2013. She was discharged from the hospital on (B)(6) 2013 and is currently "fine." She believes the insulin delivery of the infusion device is too low. She reported she had treated herself as she normally would; however, the boluses were ineffective. She was treated at the hospital with an insulin IV and insulin injections. The infusion device was replaced and requested for evaluation. The adapter, cartridge, battery, and battery cover were also requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.